Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00794. It was reported the patient experienced lead migration of his drg leads. A company representative met with the patient and found the patient's drg controller displayed a warning "system shut off" message. The patient stated he fell out of the shower approximately a month ago and since he noticed gradual increase of knee pain and controller issues. X-ray were taken and confirmed lead migration. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00794.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00794. Follow up information received identified surgical intervention was taken and the patient's leads were replaced. Reportedly, the patient reported receiving effective stimulation therapy postoperatively.